Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit had error code 3 rapid gas loss.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11. Corrected fields: h6(problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit and confirmed gas loss in the logs. The fse replaced the solenoid driver board and drive manifold which resolved the issue. The unit passed all calibration, functional and safety tests. Unit was returned to customer and cleared for clinical use. The maquet failure analysis and testing dept.(fat) received the exch pcb,solenoid driver and manifold, drive associated with this complaint. These parts were received with a reported failure of a rapid gas loss error message. The fat installed the exch pcb,solenoid driver into cs300 test fixture and tested the part to factory specifications per procedure and the cs300 service manual. No failures during testing. The fat installed the manifold, drive into cs300 test fixture and tested the part to factory specifications per procedure and the cs300 service manual. No failures during testing. Fat could not replicate and verify the reported failure of the gas loss error message. Retaining the parts in the failure analysis and testing department per procedure.